Event description:
Event verbatim [preferred term]: ruptured blisters/with blisters which obviously do they are broken by secreting serum and then have the epidermis visible [blister rupture]. With blisters which obviously do they are broken by secreting serum and then have the epidermis visible [skin injury]. With blisters which obviously do they are broken by secreting serum and then have the epidermis visible [skin weeping]. Imagine the pain and the discomfort [pain]. Imagine the pain and the discomfort [discomfort]. Narrative: this is a spontaneous report from a contactable consumer from llp angelini (5066599 and 5066378), license party for thermacare heatwrap. A 38-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not provided) from (B)(6) 2021 at one band for 8 hours and from (B)(6) 2021 at another band during the night for an unspecified indication. Medical history included ongoing depression. Concomitant medications included unspecified tranquilizers and unspecified anti-depressants. The patient reported she bought a package of thermacare for neck pain (2 bands) and she put one band on (B)(6) 2021 for 8 hours and the other one on (B)(6) 2021 during the night. The patient further reported that she had absolutely not used the bands during sleep (even if in the frequently asked questions section of the thermacare. It said that under the age of 55 they can also be used during sleep), she had not used the two bands in the 24h but on two different days. In the morning of (B)(6) 2021, she felt her neck wet and she realized that she had 2 blisters. She woke up in the morning with blisters which obviously did were broken secreting serum, to then have the epidermis visible, imagine the pain and the discomfort. She put some patches on them just to prevent rubbing on clothes. As per today, one blister was resolved and the other one was resolving. The photos were received. The patient didn't have the box because it was thrown away as she never imagined retrospectively having such a problem, consequently she didn't know how to tell the lot number. They had been purchased on (B)(6) 2021. Attached were the photos a few days after the ruptured blisters caused by the bands. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included some patches. The outcome of the event ruptured blisters was resolving and the outcome of the other events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burn blisters. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. Follow-up (19feb2021): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts have been completed and no further information is expected. Follow up (25feb2021): new information received from a contactable consumer includes event details. Follow-up attempts have been completed and no further information is expected. Follow-up (02mar2021): this is a follow-up report combining information from duplicate reports 2021169487 and 2021223295. The current and all subsequent follow-up information will be reported under manufacturer report number 2021169487. The new information reported from a contactable consumer includes new events (ruptured blisters/with blisters which obviously do they are broken by secreting serum and then have the epidermis visible, imagine the pain and the discomfort) and event details.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burn blisters. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
Event verbatim [preferred term] in the morning of (B)(6) 2021 she felt her neck wet and she realized that she had 2 blisters [blister], , narrative: this is a spontaneous report from a contactable consumer. A 38-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not provided) from (B)(6) 2021 at one band for 8 hours and from (B)(6) 2021 at another band during the night for an unspecified indication. Medical history included ongoing depression. Concomitant medications included unspecified tranquilizers and unspecified anti-depressants. The patient reported she bought a package of thermacare for neck pain (2 bands) and she put one band on (B)(6) 2021 for 8 hours and the other one on (B)(6) 2021 during the night. The patient further reported that she had absolutely not used the bands during sleep (even if in the frequently asked questions section of the thermacare.it site, it said that under the age of 55 they can also be used during sleep), she had not used the two bands in the 24h but on two different days. In the morning of (B)(6) 2021, she felt her neck wet and she realized that she had 2 blisters. She put some patches on them just to prevent rubbing on clothes. As per today, one blister was resolved and the other one was resolving. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included some patches. Clinical outcome of the event blister was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burn blisters. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. Follow-up (19feb2021): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts have been completed and no further information is expected. Follow up (25feb2021): new information received from a contactable consumer includes event details. Follow-up attempts have been completed and no further information is expected.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burn blisters. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burn blisters. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
Event verbatim [preferred term]. In the morning of (B)(6) 2021 she felt her neck wet and she realized that she had 2 blisters [blister], , narrative: this is a spontaneous report from a contactable consumer. A 38-year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not provided) from (B)(6) 2021 at one band for 8 hours and from (B)(6) 2021 at another band during the night for an unspecified indication. Medical history included ongoing depression. Concomitant medications included unspecified tranquilizers and unspecified anti-depressants. The patient reported she bought a package of thermacare for neck pain (2 bands) and she put one band on (B)(6) 2021 for 8 hours and the other one on (B)(6) 2021 during the night. The patient further reported that she had absolutely not used the bands during sleep (even if in the frequently asked questions section of the thermacare.it site, it said that under the age of 55 they can also be used during sleep), she had not used the two bands in the 24h but on two different days. In the morning of (B)(6) 2021, she felt her neck wet and she realized that she had 2 blisters. She put some patches on them just to prevent rubbing on clothes. As per today, one blister was resolved and the other one was resolving. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included some patches. Clinical outcome of the event blister was resolving. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). Limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burn blisters. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality. Follow-up (B)(6) 2021): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts have been completed and no further information is expected. Follow up (B)(6) 2021): new information received from a contactable consumer includes event details. Follow-up attempts have been completed and no further information is expected.

Event description:
Event verbatim [preferred term]. In the morning of (B)(6) 2021 she felt her neck wet and she realized that she had 2 blisters [blister]. Narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) year-old female patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) from (B)(6) 2021 at one band for 8 hours and from (B)(6) 2021 at another band during the night for an unspecified indication. Medical history included ongoing depression. Concomitant medications included unspecified tranquilizers and unspecified anti-depressants. The patient reported she bought a package of thermacare for neck pain (2 bands) and she put one band on (B)(6) 2021 for 8 hours and the other one on (B)(6) 2021 during the night. In the morning of (B)(6) 2021, she felt her neck wet and she realized that she had 2 blisters. She put some patches on them just to prevent rubbing on clothes. As per today, one blister is resolved and the other one is resolving. Action taken in response to the events for thermacare heatwrap was unknown. Therapeutic measures taken included some patches. Clinical outcome of the event blister was resolving. Additional information has been requested and will be provided as it becomes available.